Manufacturer narrative:
The lens was received and is currently being evaluated at the manufacturing site. The lens met all manufacturing specifications prior to release. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The multifocal intraocular lens was received cut in half across the optic. Visual inspection of the optic parts took place and no optical deviations could be found. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Event description:
It was reported the multifocal intraocular lens was explanted 5 weeks after implant due to the patient's intolerance of double/triple vision. The lens was replaced with a monofocal lens. No patient injury reported.